Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is experiencing a rash/irritation were her pads and electrodes touch her body. The patient has allergies to metals, and possibly nickel. There was no alleged device malfunction contributing to the irritation. Patient was hydrocortisone cream by a physician. Follow up indicated that it was still itchy. Outcome of the rash is unknown.